Event description:
It was reported that a small volume folfusor did not complete infusion. The reporter stated that delivery stopped after approximately 25% of the solution had been infused. The device had been filled with 4200mg fluorouracil (non-baxter product) and 9ml 5% glucose. The total fill volume was reported to be 93ml and the expected flow rate was 2ml/hour. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured december 2, 2013 ¿ december 3, 2013. Evaluation summary: the sample was received for evaluation without any solution in the bladder. Visual inspection showed no signs of blockage or physical abnormality that could have caused the reported condition. A functional flow test was performed and continuous flow was immediately observed at the distal luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.